Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that when she went to perform a routine battery change, she found that the battery had exploded in the battery compartment. The reporter denied any damage to the pump and denied any signs of moisture inside the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the pump would not power back on and the issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on review of the black box revealed resets on (B)(4) 2012. On examination, the battery compartment was cracked from the threads to the case seal. The threads on the battery cap that was returned were stripped. There was visible corrosion in the battery compartment. The battery cap was not able to maintain an electrical connection and there was loss of power to the pump using the returned battery cap. A new test battery cap was able to be tightened to the pump and the pump exercised for 24 hours using the test battery cap with no resultant power loss. A leak test was performed and revealed leak at the battery compartment. The pump cover was removed for investigation and no internal moisture was noted.